Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, after the subject device was repositioned 3 times, normal operation of the fixation mechanism was no longer possible. The physician indicated that 30 turns with the butterfly device were necessary to retract the helix, and it would no longer extend after the application of 15 turns. Another lead was implanted instead.